Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, a definitive cause for the reported pericardial effusion could not be determined. The reported cardiac arrest and subsequent death appears to be due to the pericardial effusion. The reported patient effects of cardiac arrest, death and pericardial effusion, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medial affairs director. The reviewer concluded that in this case, there is no obvious relationship between death and the device and the cause of pericardial effusion is uncertain, but most likely in relation with the transseptal puncture.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the cardiac arrest, pericardial tamponade, surgery and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing the mr to 1-2. No obvious procedure related issues were identified by echocardiography. Post procedure transesophageal echocardiography (tee) identified no pericardial effusion. During the course of the night, the patient had a cardiac arrest and subsequent pericardial tamponade was identified. Pericardiocentesis was performed, but unable to stop the effusion. The cardiac surgeon was called and performed surgery to stop the pericardial effusion; however, this was unsuccessful and the patient passed away. In the physicians opinion, the effusion and death were not related to the mitraclip device. No additional information was provided.